Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose. Customer stated that other night blood glucose reading went lower than 40 mg/dl. The customer stated that the insulin pump was not working properly and active insulin was not moving. The insulin pump will not be returned for analysis.